Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer advised they replaced the battery on the device 2 times and the display is still blank. Customer advised they also received a battery out limit alarm. Troubleshooting for the blank display was performed. Customer was advised a replacement battery cap would be sent out. Troubleshooting for the battery out limit alarm was performed. Customer was advised to monitor the device and revert to a backup plan until battery cap arrives.